Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 748940 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 748940 lot# serial# (B)(4), implanted: 2004 (B)(6), product type extension product ID, 7435 lot# serial# (B)(4), implanted: 2004 (B)(6), product type programmer, patient product ID, 3998 lot# j0454563v, implanted: 2004 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported 6-7 months post implant, the patient experienced problems with their thigh when they would walk. The patient experienced pressure which caused pain on their left side with trembles/muscle spasms so they had it removed. The patient had been upset because they had had several conversations with their health care provider about the explant of the device but the health care professional would not give them details as to what was actually removed. Patient was told by their health care professional that the device was explanted. A back and chest x-ray were taken. The patient could see the device on the x-ray, it was on their lungs and lower back area, it was the size of a "pool ball." Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the health care provider (hcp) reported that the stimulation system was removed on (B)(6) 2007. It was stated that the hcp has no additional records indicating that the patient had received another device. Four days later it was reported that the patient's symptoms had been an upset stomach/gi. Troubleshooting was attempted by reprogramming the implantable neurostimulator (ins). The patient's outcome was reported as "unimproved". Additionally, it was reported that the stimulation system was initially successful. However, "over the years it became less efficacious". It no longer provided pain relief, and "caused discomfort for the patient". The patient had requested the removal of the device. It was stated that the patient had "tolerated the removal procedure well" and she was brought to recovery in "satisfactory condition". No further information about this event was provided.